Manufacturer narrative:
Product event summary: analysis found that the output knob was not working. As a result the user interface interconnect flex assembly was replaced. The device then passed functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the output knob was not working. The external pulse generator (epg) was returned for servicing. There was no patient involvement.